Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the power switch was defective, causing the audible alarm not to function, which confirmed the original complaint issue. Additionally, the pilot valve was not shifting, causing the unit to shut down with error codes.

Event description:
Provider states no series of beeping upon start up. Per the independent repair center, the reason for repair is the unit shuts down, the unit alarms are not functional, and the unit has error codes. The key failure is the pilot valve is not shifting. Additionally, the power switch caused the audible alarm not to function.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. No RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Provider states no series of beeping upon start up.